Manufacturer narrative:
In addition to the foreign material in the nozzle, service confirmed that the angulation was out of specification due to wear of the angle wire. Service also observed there was a cut in the adhesive rubber on the insertion section, the insertion tube was buckled, and the coating was peeling off. The adhesive in the bending section was deteriorated and the covering was discolored. The scope connector, electrical connector, and control body cover were deformed. The image had black dots due to damage of the charge-coupled device unit. The distal end insulation inspection found the insulation resistance did not meet specifications due to a cut in the adhesive rubber. Several device components demonstrated scratches, discoloration, and wear due to physical stress and the cleaning, disinfecting, and sterilization processes over time. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported air/water flow and angulation issues. There was no patient or user injury reported due to the issues. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was no air/water flow due to clogging of the air/water nozzle with foreign material. This report is being submitted for the malfunction found during the device evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 20-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a piece of the injection tube or the silicone rubber entered in the channel and clogged the nozzle. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.